Event description:
It was reported that the insulin pump's screen shut off. The caller stated that the battery was replaced, and now the insulin pump showed a battery off message. The blood glucose reading was 7.2 mmol/l. The caller confirmed that her settings remained unchanged and was assisted with programming the time into the device. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).